Manufacturer narrative:
The catheter was received with an monoject 1.5cc limited volume syringe. Balloon testing was performed with the returned syringe. As received, blood was visible inside the balloon. Examination found that there was a cut, 0.1" or 2.5 mm long, on the catheter body at 34.5 cm proximal from the catheter tip. The balloon inflated but could not maintain inflation due to leakage from the cut. All through lumens were patent without any leakage or occlusion. There was no leakage observed from the thermistor, thermal filament and optical fiber lumens and it was indicated that the cut connected to only the inflation lumen. There was no visible damage observed on the balloon and the returned syringe. It was noted that the customer stated that there were no problems observed at the pretest before use and the event occurred on the next day of surgery. The complaint of balloon issue was confirmed during the evaluation; however, there are no indications that this is related to the manufacturing process. The cause of the balloon leakage could not be determined with any certainty; device handling may have contributed to the damage. No actions will be taken at this time.

Event description:
It was reported that "it became unable to inflate the balloon when the customer attempted to change the catheter position and it was unable to measure pulmonary artery wedge pressure (pawp) in ICU on the next day of surgery. The catheter was removed and then the balloon was found ruptured." There were no problems observed at the pretest before use. The customer did not mention about possibilities of missing balloon. There were no patient complications reported.